Manufacturer narrative:
(B)(4). Date sent: 11/04/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the scrub nurse put in the gold cartridge and handed it to the surgeon, surgeon was using the reload down in the rectum, he held for fifteen seconds. Then when he went to fire, the cartridge shattered into about eight pieces splitting down the middle. Then, the surgeon had to fish all the little bits that had shattered. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no apparent damage and with an ecr60d cartridge not loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found with the cartridge pan dislodge and damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Batch # n54t1y. The ec60a device was received for analysis with no apparent damage and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found with the cartridge pan dislodge and damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.